Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 05/19/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: 1:r1-lo fasting:yes. 2:r2-lo fasting:yes. 3:r3-lo fasting:yes. 4:r4-lo fasting:yes. 5:r5-lo fasting:yes. Memory concerns:lo. Customer believed his meter results are inconsistent because meter continues to register lo each time. Meter does not have a setting for time and date. Adverse event not reported.